Event description:
It was reported that this lead is part of a implantable cardioverter defibrillator (ICD) system that had presented bacterial infection. Subsequently, this lead and a other lead were explanted. This product has not been returned for analysis. No additional adverse patient effects were reported.